Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2021 and mesh was implanted during which the surgeon noted her performed extensive lysis of adhesions extending from the right upper quadrant to the left upper quadrant that were causing abdominal pain. The lysis of adhesions complicated the operation significantly. It was reported that the patient experienced abdominal pain. The patient had a previous mesh implanted on (B)(6) 2017 which is captured in a separate file. No additional information was provided.